Event description:
This device was used in conjunction with the im3.st which was replaced on a pt who presented with subarachnoid hemorrhage and had an im3.st placed and the oxyben probe malfunctioned. After removing the faulty system and replacing with a new one on a new site on the pt, the c8.b (temperature probe) on the replacement kit would not connect properly to the adapter. The green cable of the temperature probe did not fit. The pins inside the probe housing were not aligned correctly. The users tried three different green cables with no connection posible. This probe will be sent in for evaluation. The oxygen and icp catheter (110-4l) functioned as desired. All items will be returned together.